Manufacturer narrative:
Concomitant medical products: 5076-52, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after implant the patient¿s left ventricular (lv) lead was exhibiting elevated thresholds and the patient was experiencing phrenic nerve stimulation. The lv lead was programmed off. The patient returned to the clinic for follow-up testing about one week later, and the lv lead was programmed on at a lower output. However, the next day the patient experienced increased and more intense phrenic nerve stimulation, and the lv lead was again programmed off. There is no plan to revise the lv lead as the patient would like to keep the lv lead programmed off and utilize right ventricular (rv) lead pacing only. No further patient complications have been reported as a result of this event.